Event description:
It was reported that several false asystole episodes were observed "a few days after implant" of the implantable cardiac monitor (icm) due to loss of contact in the pocket. It was also reported that there was one episode with decreasing r-wave amplitude for five beats. The patient did not experience any symptoms with the episodes. The icm will be checked again as it fibroses in the pocket. The icm device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.